Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Potential factors that can contribute to an unstable or loose stent outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal or handling of the stent during product preparation. It is possible that the stent became loosened and disrupted on the balloon during removal from the packaging, although this cannot be confirmed. Ultimately, return of the mini vision may have aided the investigation in determining a cause for the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported loose/unstable stent cannot be determined. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security.

Event description:
Reportedly when the device was taken out of the box, the stent was noted to be loose. The device was not used on the patient. No additional event information was provided.